Event description:
I had my breast augmentation on (B)(6) 2018. At the time I was getting ready for my wedding and working out twice a day. I woke up from my surgery unable to get a full breath and figured it was just the weight from my implant, and I would adjust. Over the next few weeks I developed a lump in my throat and a smokers cough. I started gaining weight and had widespread inflammation and pain. Joint pain, tendon pain, night sweats; etc I went to the doctor and was diagnosed with new food allergies to gluten, dairy proteins both case in anyway, and chicken proteins. I have never been allergic to anything a day in my life. Fast forward four years later, and I have age spots and a struggling liver, completely unable to take in any type of alcohol , premature aging, lack of collagen production, estrogen disruption, adrenal dysfunction, and new allergies every day. My doctors office performed all of the test. Dr. (B)(6). FDA safety report ID# (B)(4).